Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels. The customer went to their health care provider and the blood glucose levels had been stabilized; however the levels went back up. The customer's blood glucose level at the time of incident was 486 mg/dl, but was 374 mg/dl at the time of call. The customer's symptoms included vomiting and large ketones. The customer treated with a manual injection. The customer completed troubleshooting and did not find any anomalies. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The product was not replaced or returned.